Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient's lactate dehydrogenase normalized, their neurological deficits resolved with the exception of some mild cognitive delay and they were discharged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's lactate dehydrogenase normalized, their neurological deficits resolved with the exception of some mild cognitive delay and they were discharged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2016. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing elevated lactate dehydrogenase. The patient received anticoagulation medication and subsequently experienced an embolic stroke, a minimal left side deficit with minimal weakness, and bladder and bowel incontinence. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the log files revealed a sustained increase in power consumption and elevated flows beginning on 12-mar-2020, followed by another increase in power consumption and elevated flows accompanied by an increase in vad rotational speed on 13-mar-2020. 11 high watt alarms were logged between 13-mar-2020 and 14-mar-2020; the high watt alarm threshold was within normal operating range prior to a change in the setting of the alarm thresholds on 14-mar-2020. Further analysis of the log files revealed several decreases in power consumption and estimated flows accompanied by decreases in vad rotational speed within the analyzed period leading up to power consumption and estimated flows within normal operating parameters on 18-mar-2020. Two low flow alarms have been logged on since 28-feb-2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the observed increase in power consumption and estimated flows on 12-mar-2020 may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate vad rotational speed, and/or patient related factors. Based on the available information, a possible root cause of the high watt alarms may be attributed to incorrect setting of the alarm thresholds. Based on the risk documentation and available information, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient¿s complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.